Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The data logs were analyzed and confirm the suction alarms. The root cause of the low flow was unable to be determined as no product or imaging was returned for this investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were low flows. The team made the choice to remove and replace the pump. The second new pump successfully supported the patient. There was no patient harm reported.